Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be successfully interrogated as the software update failed. Additional information from the field representative informed the device was able to be successfully interrogated however, there was a battery depletion (bd) error. The patient is scheduled for a device replacement. At this time, the system remains in service. No adverse patient effects were reported.